Manufacturer narrative:
The device was evaluated at olympus repair center. Olympus repair center could not reproduce the user-reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. As a result of component analysis of foreign material, the main components were silicon and calcium. Since silicon and calcium are used for a wide variety of purposes, the exact cause of the event could not be conclusively determined. Omsc surmised that there were residues due to insufficient rinsing during reprocessing. If significant additional information is received, this report will be supplemented.

Event description:
During the preparation for use, the user found that error b30 (scope connection error) occurred. The device was returned to olympus repair center. During the inspection of the device, olympus repair center found that foreign material adhered to the venting connector. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.